Manufacturer narrative:
Additional narrative: for lot 6506929: MFR date january 5, 2011; for lot 6361779: MFR date june 17, 2010 two lot numbers were provided: 6506929 and 6361779. It is unknown which of the two lot numbers belonged to the complained device. A review of the device history records (DHR) was completed for both lot numbers: lot 6506929 - DHR records indicate that the reported product was manufactured on january 5, 2011 in accordance with all established requirements and procedures with no deviations reported. DHR records of the reported finished goods lot further indicate that the product lot underwent all required inspection operations in accordance with all established requirements, without exception and product lot found to meet all established criteria for release to warehouse. Raw material records for the reported product indicate that the raw material met all established requirements within limits specified for the resultant product. Lot 6361779 - DHR records indicate that the reported product was manufactured on june 17, 2010 in accordance with all established requirements and procedures with no deviations reported. DHR records of the reported finished goods lot further indicate that the product lot underwent all required inspection operations without exception and was found to meet all established criteria for release to warehouse. Raw material records for the reported product indicate that the raw material met all established requirement within limits specified for the resultant product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review has been requested for lot number 6506929 and lot number 6361779. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that one 3.5-3.5 parallel connector was implanted on the patients left side. When the surgeon attempted to implant the second connector on the right side it snapped. The breakage point was at the bottom of the c-shaped "mouth" where the rod is captured. It was reported that it was a complex case and the connector that snapped was disposed. There was a readily available device. There was a 10 minute delay reported. There was no patient harm reported. This is report number 1 of 1 for (B)(4).